Event description:
It was reported that patient had revision arthroplasty due to stiffness and pain.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain and stiffness involving a triathlon insert was reported. The event was not confirmed. Device evaluation and results: a photo of the insert was provided. There was severe scratching on the articulating surface and the underside of the insert, consistent with explanation damage. Nothing further could be determined from the photo. Device history review: all devices accepted into final stock met specification. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided for review. Further information such as the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that patient had revision arthroplasty due to stiffness and pain.

Manufacturer narrative:
The other device listed in this report is a triathlon cr fem comp #3 r-cem, catalog number 5510f302, lot code s464a. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Retained at drexel.